Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: a review of the black box indicated an unusual drastic voltage drop that lead to a premature ¿replace battery¿ alarm on (B)(6) 2016. The pump powered on normally and successfully completed ez-prime steps, however all current readings were found to be above specifications. The pump felt warm after being on for a couple of minutes. The pump cover was removed and moisture corrosion was found on the continuous glucose monitor module. Internal moisture was determined to be the cause of the temperature issue. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. The reporter alleged that the batteries were hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.